Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, e4, h2, h3, h6, h8, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 scope communication error code. A root cause could not be identified. Based on the investigation results, the most probable cause of the malfunction is a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a scope communication error. The event occurred during unspecified procedure while the patient was under sedation. The procedure prolonged and was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 - phone number: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.